Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A (B)(6) reported a patient's visual acuity is blurry three weeks post lasik procedure. Reporter indicated upon review of patient record it was discovered that the laser operator programmed the patient treatment plan as positive cylinder power instead of minus power.

Manufacturer narrative:
Logfile review indicates the user entered the wrong refraction value of +1.50 cylinder instead of -1.50 cylinder per the pre operative refraction into system. The root cause is user error. (B)(4).